Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, this pt's device was explanted (date unk) due to extrusion of the ball electrode lead. The surgeon does not plan to reimplant this pt.